Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: unk. (B)(4). Lot#15640993m.

Event description:
It was reported that a patient underwent an ablation procedure with a navistar® thermocool® electrophysiology catheter (lot#15640993m), and experienced a partial noise issue that was resolved by using a similar like device. There was no reported patient consequence. The awareness date was updated for this record from 6/8/2014 to 6/26/2014 as this was the date the bwi failure analysis lab discovered reportable issues with the returned complaint catheter. The peek housing is no longer attached to the tip lumen. This is being reported because detachment of the peek housing and the tip could potentially injure a patient. The bwi lab analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) lot#15640993m it was reported that a patient underwent an ablation procedure with a navistar® thermocool® electrophysiology catheter (lot#15640993m), and experienced a partial noise issue that was resolved by using a similar like device. When the bwi failure analysis lab received the complaint catheter for evaluation, a reportable issue with the catheter assembly was discovered, the peek housing was no longer attached to the tip lumen, and the pu (polyurethane) appeared to be discolored with an air pocket inside between rings 2 and 3. These conditions were not originally reported by the customer. The bwi lab analysis revealed that the peek housing was not completely separated from the rest of the catheter since the puller wire was still anchored in the tip dome. The tip section did not have any external damage or stress marks, discarding an external force as a potential root cause. However, further examination revealed that the pu was not properly distributed around the distal tip area where the peek housing lies. Based on the evidence observed, the lack of pu was attributed to an inadequate manufacturing operation. However, this is not conclusive and the root cause could not be determined. Additionally, per the original reported complaint with the catheter, the returned device was evaluated for electrical resistance and it passed specifications. The reported customer complaint cannot be confirmed. Additionally, we have not received additional complaints for this lot number. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.